Manufacturer narrative:
Device lot number corrected from 20837067 to 20806094. Device expiration date corrected from 06/29/2020 to 06/22/2020. Device manufactured date corrected from 07/07/2017 to 06/26/2017. Device evaluated by MFR: the returned product consisted of a maverick balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed a pinhole in the balloon material, located at the distal edge of the markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for dilation. However, during the procedure, before the balloon was inflated, it was noticed that the balloon had ruptured as contrast media was leaking. The device was completely removed from the patient's body. The procedure was completed with another 1.5x20mm maverick²¿ balloon catheter. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 83% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during the procedure, before the balloon was inflated, it was noticed that the balloon had ruptured as contrast media was leaking. The device was completely removed from the patient's body. The procedure was completed with another 1.5x20mm maverick balloon catheter. No patient complications reported and the patient's status was good.